Manufacturer narrative:
The overhead lift has been inspected by hill-rom and no defects could be identified that would explain why the q-link has detached from the s65-carriage. It could be identified that the hook of the s65-carriage was more worn on one side which may indicate that the q-link has been incorrectly applied at some point. According to 7se125213 rev. 02 "extension arm multirall", hill-rom states that the user shall make sure that the q-link is properly positioned into the carriage hook and that the lift strap is safely attached to the hook. The multirall can be mounted to the rail system in two different ways, depending on the intended use. When mounted with the lift strap under the lift unit, it works as a normal overhead lift. When mounted with the lift strap above the lift unit, multirall becomes a flexible room-to-room lift that can be used for transfers of patients between different rail systems in different rooms without requiring openings over doorways. In this case, the lift strap was mounted above the lift unit. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom considers this incident to be caused by user error. It is stated in the instructions for use how the multirall shall be connected to the s65 carriage and it is also stated that the attachment shall be inspected before use of the device. Due to this, no corrective action is planned at this time.

Event description:
Hill-rom received a report from the account stating a multirall overhead lift fell down on a patient. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).